Manufacturer narrative:
Product event summary: the pscc100 catheter with lot number 0012327409 was returned and analyzed. The catheter pscc100 with lot number 0012327409 was received without the guidewire threaded through. The array pebax tube was pinched at the distal arm and the nitinol ball was exposed. The array assembly appeared inverted. The capture device adapter was missing. X-ray imaging confirmed the integrity of the nitinol ball exposed from the dual lumen. The electrode wires are kinked. No evidence of damage was found on the pebax tubing side facing the guidewire lumen at the distal edge of the dual lumen. Initial stiffness in the slide control function, attributed likely to dried blood, was encountered, yet still operational. Upon full advancement of the slide control to extend the guidewire lumen, no kinking was observed along the extended portion. Steering function was normal, with the distal catheter tip responding with approximately 170 degrees (°) rotation in both directions. Data from the catheter identification chip confirmed usage on the reported event date. The catheter was reprogrammed before connection to the generator via a test cic, and therapy deliveries were successfully performed. Electrical continuity test revealed an open loop on electrode #1. Further dissection revealed a kinked electrode wire in the shaft proximal to the nose of the catheter handle. Continuity testing on the kinked wire confirmed it to be the electrode #1 wire. Dissection showed a charred electrode wire #1, most likely due to damaged insulation. High magnification optical inspection showed the char occurred on the electrode wire #1 at the location where the wire shape suggested a damaged wire. Further x-ray imaging confirmed the core wire integrity was maintained. However, the wire was kinked at the location where the most char occurred. Dissection of the array showed the pinching of pebax tubing at the distal arm extends proximally inside the dual-lumen. In conclusion, the reported issues (electrode issues and the resistance felt at the final retraction) was confirmed through analysis and testing. The catheter failed return inspection due to the array pebax tube was pinched at the distal arm and the nitinol ball was exposed, char occurred on the electrode wire #1 and the electrical continuity test revealed an open loop on electrode #1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, the connection where the array connects to the shaft of the catheter was broken. Resistance was felt at the final retraction. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.